Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024. On (B)(6) 2024 the patient reported issues with communication between the implantable pulse generator (ipg) and the external therapy discs. Investigation found that the ipg had migrated within the pocket and was no longer parallel to the skin surface. On (B)(6) 2024 a surgical revision was performed with the intention of repositioning the ipg. Upon begining the procedure the physician noted that one of the implanted leads was protruding through a dehisced surgical wound. Physician elected to remove and replace the entire system instead of repositioning.

Manufacturer narrative:
There is no indication of system or component failure. Migration is a known inherent risk of implantable neuromodulation systems and wound dehiscence is a known risk of invasive procedures.